Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(6) displayed fault code "42" (force overload tripped) error message was not confirmed during the initial functional testing but confirmed during archive data review. No device malfunction was observed during the testing, and the autopulse platform worked as intended. The reported complaint of the patient head restraint wire was tore off was confirmed during visual inspection. Observed one of the top cover patient head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The root cause of the cut wire was due to user mishandling. The top cover was replaced to address the issue. Visual inspection was performed and unrelated to the reported complaint, observed cracked screw hole on the bottom enclosure, as a result of mishandling such as a drop. The bottom enclosure was replaced to address the physical damage. Additionally, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in march 2016 and is nearing its service life of 5 years. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring was performed to remedy sticky clutch plate. A review of the autopulse platform archive was performed, and data showed fault code "42" (force overload tripped) error message occurred, thus confirming the reported complaint. The fault code 42 error message indicates the motor was on for too long during active operation and the load force monitoring circuit detected too much force applied on the load plate(s) check before the initiate take-up was performed. Based on the archive, the battery was fully charged at the time of use in the autopulse platform. This indicates that the fault code 42 error was triggered by something too stiff for the autopulse platform to handle. According to the archive, the user managed to clear the fault code 42 error message. The autopulse platform passed the initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(6)) displayed fault code "42" (force overload tripped) error message was not confirmed during the initial functional testing and during archive data review. No device malfunction was observed during the testing, and the autopulse platform worked as intended. The reported complaint of the patient head restraint wire was tore off was confirmed during visual inspection. Observed one of the top cover patient head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The root cause of the cut wire was due to user mishandling. The top cover was replaced to address the issue. Visual inspection was performed and unrelated to the reported complaint, observed cracked screw hole on the bottom enclosure, as a result of mishandling such as a drop. The bottom enclosure was replaced to address the physical damage. Additionally, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The cause for the sticky clutch could be due to normal wear and tear. The autopulse platform was manufactured in march 2016 and is nearing its service life of 5 years. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring was performed to remedy sticky clutch plate. A review of the autopulse platform archive was performed, and data showed no fault code "42" (force overload tripped) error message. The autopulse platform passed the initial functional testing without any fault or error. Load cell characterization test was performed and confirmed both load cell modules are functioning within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification.

Manufacturer narrative:
Zoll has received the platform however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial #(B)(4)) displayed fault code "42" (force overload tripped) error message while adjusting the chest circumference. Also, the patient head restraint wire was tore off. Patient use information was requested but no additional information was provided, therefore patient use is unknown.